Event description:
It was reported that the pump is intermittently responding when the buttons are pressed. The buttons reportedly have to be pressed hard several times in order for the pump to respond. The patient stated that the keypad is intact, the buttons click and spring back normally, and there is no peeling. The reporter denied the pump was exposed to water or cleaning products.

Manufacturer narrative:
Animas has received the product; however, the investigation has not been completed so no conclusions can be drawn at this time. Once investigation has been completed, a supplemental report will be filed.